Manufacturer narrative:
Cusa excel 36khz straight handpiece (c2602) was returned for evaluation: device history record (DHR) - the DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. The investigation of the unit confirmed the complaint: the handpiece was overheated due to the transducer failure. A new transducer and housing assembly were replaced. The handpiece was retested and passed all test to manufacturer's specification. The root cause of the handpiece overtorquing was confirmed as incorrect assembly and disassembly of the handpiece by the customer resulted in torque wrench misaligning the dot on the handpiece and the handpiece connector. Additionally, coilform failure resulted in overheating. The ability for customers to execute the instructions as written in the current user manual and was verified by conducting a usability study. This will be monitored and trended going forward.

Event description:
A facility returned the cusa excel 36khz straight handpiece (c2602) to service & repair for "repair.". During testing of the handpiece by an integra technician, the handpiece was overtorqued and overheated. There was no patient involvement or user injury.